Manufacturer narrative:
During ge healthcare technician checkout, it was found that "internal failure system may shut down" error message is coming on display and acb (anesthesia computer board) and power management board (pmb) are noted defective. Replaced acb (anesthesia computer board) and power management board (pmb) to fix the reported issue. No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that system automatically restarted. There was no reported patient involvement.